Event description:
During the case, the propofol pump stopped working. It asked for a code to reset it, and we were not able to obtain the code from anyone we contacted. An anesthesia licensed practical nurse (lpn) brought a propofol pump from another room, so there was no disruption in care. Company name: smiths medical md inc. Model #medfusion 4000.